Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer went to take a shower, got out of the shower and no delivery status again, changed the reservoir, changed the set, not utilizing old sets not expired, cannot even prime the infusion to even wear insulin pump, has 2 jobs, and has to file bankruptcy, does not go to work, has to go to emergency room, blood glucose was 256 mg/dl, and took units to bring and needs to pump to function, and not go to manual, been this way for 41 and half years, and have inform on new reservoir and new infusion. Customer treated high blood glucose with manual injections and blood glucose get down to 256 mg/dl. Customer advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer states the insulin did exit. Customer advised to rewind pump, reinsert reservoir into pump and run manual prime to at least 5.0 units. Customer stated that, the pump did not alarm no delivery. Customer declined troubleshooting of the high blood glucose. Performed a displacement test, and pump passed test. The insulin pump will not be returned for analysis.